Event description:
It was reported that the patient disconnected the ilet pump after encountering a reports screen he did not know how to navigate, remained off the pump for several hours, and subsequently experienced elevated blood glucose noted as ¿high¿ on a dexcom g7; no alerts or alarms were reported and no backup therapy was used. Symptoms included hyperglycemia without associated clinical effects, as the patient felt fine and did not require medical care. Outcomes included no hospitalization, no professional intervention, no ketone testing, and a plan by the caregiver to reconnect the system and confirm glucose with a fingerstick. Investigation included user interview and troubleshooting education. Investigation of this case revealed user interface confusion leading to pump disconnection and missed insulin delivery, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issue and interruption of therapy due to user decision to disconnect.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.